Manufacturer narrative:
The claimed issue was related to defective capacitor for motor. There was no patient harm. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing capacitor for motor and the device was delivered to the user in working condition. If the compressor will not start due to a defective compressor capacitor, the compressor will fail to deliver compressed air (enough air pressure). A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. Additionally, if no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The root cause of the issue has not been determined.

Event description:
It was reported that the compressor's capacitor for motor was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**UDI related data quality updates ** this event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Provided in initial report: d4 serial #, corresponds to device involved in the event, which is "compressor mini 230v¿. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz. Corrected version or model #: 6481779. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).